Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 340mm standard nail per the sign technique manual. Surgeon comment: "we have to change the nail to this case. The fracture was unstable especially posterior wall so the nail is stayed outside the proximal fragment and very difficult to replace the nail by antero-grade. We have to replace the nail by retrograde."